Event description:
It was reported that this right atrial (ra) lead was explanted due to it becoming dislodged. No additional information was available from the field. A new device was implanted. No additional patient effects were reported.